Manufacturer narrative:
H3. Product analysis determined that the valve was found to be leaking at the reservoir. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a valve. It was reported that the valve was programmed at 0.5, however, the patient overdrained. The healthcare professional dialed the valve up to 2.5, however, the patient had symptoms of underdrainage. The valve was dialed to 2.0, and then they tried to lower further to 1.5, but the valve kept spontaneously swapping back to 2.0 every time they would re-check. The valve was exchanged. The current status of the patient was inpatient.